Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). During use of a microspeed uni during a maxfacs operation the handpiece overheated and burned the lip of a patient. Involved components: gd672 / microspeed uni motor cable f/f lot number 5164842 serial number (B)(4). Gd678 / microspeed uni micro 150 motor lot number 51648990 serial number (B)(4).

Manufacturer narrative:
The received hand piece is in a used condition, pitting corrosion was noted on the surface. The provided spray nozzle is bent and the tip is damaged. Investigation: a functional test could not be carried out. The inside, as well as the ball bearings and the collet, are rusted. The ball bearings are blocked or destroyed and no tool could be attached to the device. Due to the bad condition of the device, a full dismantling was not possible. Based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient maintenance of the device in conjunction with incorrect reprocessing. Corrective / preventive action is not required.